Manufacturer narrative:
During the device eval, a motor short was found, as well as a worn gearhead, which are probable caused of the reported overheating.

Event description:
It was reported that during equipment testing conducted at the user facility, the device was overheating. The procedure was performed using back-up equipment. No delay, no medical intervention and no adverse consequences were alleged with this event.